Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had their ins explanted because it never worked for them and because "the devices would cut itself off even with the battery at good level." The patient spoke with their healthcare provider (hcp) and they both agreed that if it was defective or just not working for them, it should just come out. No further patient complications have been reported as a result of this event.